Event description:
Customer reported testing four pts that "show pos plasma samples and negative serum samples. All plasma samples show grainy reaction but distinguishable as positive reactions on qualitative test using cmvscan." Testing procedures used by customer confirmed to be consistent with the cmvscan package insert.

Manufacturer narrative:
Internal investigation has shown that the bulk lot of latex used to MFR this kit is exhibiting false positive reactions when tested with known negative plasma specimens. Known negative serum specimens do not demonstrate the false positivity. Internal investigation of retention kits also exhibits a false positive reaction with known negative plasma specimens, however, known negative serum specimen testing results are acceptable.